Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on telephone troubleshooting results,technical support determined that the proximate cause of the customer¿s reported issue as patient side pressure sensor. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported patient side occlusion failed.